Event description:
During a rotational atherectomy procedure, removal difficulties were encountered. The wire became stuck in the coronary artery after successful ablation. The physician was unable to remove the wire from another manufacturer's catheter. The catheter and wire were removed as one without incident.